Event description:
The customer returned the product for battery compartment corrosion, no power during physical inspection it was found that the downstream occlusion (dso) seal was delaminating. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history identified no applicable previous services. The reported issue could not be confirmed; however, further investigation found a loose air detector loose and the motor odometer was over replacement specification. The air detector was replaced. The motor was replaced as well and set odo to zero. In addition, the downstream occlusion (dso) seal was delaminating, and the upstream occlusion (uso) seal was buckling. The dso/uso seals were replaced. The dso/uso calibration and occlusion tests were performed. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.